Event description:
The facility representative reported a flo-gard infusion pump with damage to doors 1 and 2. This condition was found upon power up in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with damage to doors 1 and 2 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be damage to the latch and hinge areas from mishandling. Both doors and latches were repaired to correct this condition. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.